Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge and tried two different cartridges before one was successfully loaded with cts guidance. Technical support instructed the caller on cleaning steps and guided them through the process of loading a new cartridge, which resolved the issue.